Event description:
It was reported that a review of a remote transmission showing the implantable cardioverter defibrillator (ICD) did not deliver device therapy. The patient presented to the clinic, and programming changes were made. The patient was asymptomatic.